Manufacturer narrative:
Findings: unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is missing pieces on the reservoir compartment. Customer notice that reservoir has come out of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.